Event description:
This lead was implanted on (B)(6) 2011 and still remains implanted at this time. The physician was dr. (B)(6) at (B)(6) center in (B)(6). A call to technical services on 12/24/2012 2:59:21 pm states that noise was occuring on ra and rv at the same time and appearance of shock egm did not appear intrinsic but was a 'lazy' wavelike appearance. Discussed it was likely emi based on regularity of appearance and that it had not occured again. Patient might've gone through security system in a store. Sales representative did say that patient goes to pain management specialist and maybe that was where it occured. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).